Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the "backlight" button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive and corrosion was observed under the button contacts. Unrelated to this complaint, the display screen was found to be dim with a red tint and the battery compartment was cracked with moisture ingress. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons became unresponsive six months ago after swimming. She confirmed there is no damage to the rubber keypad. She stated that she wears the pump in a case on her belt, and does not clean the pump.